Event description:
The patient was seen in clinic and presented with high lead impedance. The patient had x-rays taken and was referred for surgery. The x-ray image was received and reviewed. The generator placement appeared to be placed normally per labeling. Based on the images provided, the feed through wires were intact, however due to the quality of the image pin insertion is unable to be assessed. The feed thru wires were attached. The majority of the lead could be visualized, and a strain relief bend could be seen near the placement of the electrodes, however no strain relief loop was present. Two tie-downs were observed to be present but not placed per labeling as no strain relief loop is present. A portion of the lead was seen behind the generator. A portion of the lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. There is a suspect portion of lead seen past the strain relief bend by the first tie down, however due to image quality and contrast any discontinuity cannot be confirmed. Based on the x-rays received, the cause of the high impedance is not able to be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.